Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair of the battery oscillator, it was observed that the device would not reverse and base plate was loose. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.